Event description:
Technician alleged the head brake caster is not holding. This was found during a preventive maintenance.

Manufacturer narrative:
The technician found the brake system worn and was unable to make any adjustment. The technician replaced the worn parts to resolve.